Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation procedure the physician was not able to pass the cavity integrity assessment test (cia). It was noted that the cavity was long and narrow and the patient had a previous ablation. The physican noted a small perforation near the tubal ostea. No intervention was needed and "the patient is doing fine."